Event description:
It was reported the pt had a period of "abruptly increased nausea and vomiting" in (B)(6) 2009. His stimulator was interrogated by a physician, and was found to be non-functioning. This was verified by a repeat interrogation. It was stated he had a surgical exploration of the abdominal pocket on (B)(6), 2009 in order to remove what was thought to be a malfunctioning stimulator. The stimulator was then found to be lying 5cm from the initial pocket site. Before further exploration of the implant site was done, an add'l interrogation was performed and the stimulator was found to be functioning again. Adjustments were made in the stimulation parameters after the incision was closed by the surgeon. Pt was discharged that day with improvement of his nausea and vomiting. Total hospital stay was less than 24 hours. He has reported no further recurrence of these symptoms and it was reported the stimulator remained functional in follow-up several weeks later. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).